Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01361. As reported, before using this product, another 5f mynxgrip balloon ruptured. Therefore, a new 5f mynxgrip vascular closure (vcd) was tried but the balloon ruptured again. The balloons lost pressure during prep. There was no patient injury reported. Hemostasis was achieved using another unknown device. The deployer¿s mynx training status is that they used it well. The products were stored and handled according to the instructions for use (IFU). The mynx vcds were prepped according to IFU instructions. There was nothing unusual noted about the devices prior to opening the package. This was a percutaneous transluminal angioplasty (pta) case. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than 5mm in diameter. The vessel tortuosity was normal. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. (B)(4): a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1901404 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before using this product, another mynxgrip¿s balloon ruptured. Therefore, a new 5f mynxgrip vascular closure (vcd) was tried but the balloon ruptured again. The balloons lost pressure during prep. There was no patient injury reported. Hemostasis was achieved using another unknown device. The deployer¿s mync training status is that they used it well. The products were stored and handled according to the instructions for use (IFU). The mynx vcds were prepped according to IFU instructions. There was nothing unusual noted about the devices prior to opening the package. This was a percutaneous transluminal angioplasty (pta) case. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venoghraphy including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than 5 mm in diameter. The vessel tortuosity was normal. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event.